Event description:
The fiber optic cable that hooks on the scope is broken. There's black spots and no light is getting through. They were unable to finish the procedure and had to convert to open surgery.